Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient started to lose relief about eight months ago. It was reported that the patient had to wear a pad at night and during the day, and it was especially bad at night. It was noted that the patient had a sling implanted in (B)(6) 2012. There was no known accident or incident related to the event. It was noted that the patient thought she might have had a stroke and she had falls "quite a bit." It was reported that the patient said she was forgetful and had lost three phones this year. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v568714, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).